Event description:
It was reported that the collar was fractured. The target lesion was located in the left anterior descending artery. A guidezilla ii guide extension catheter was selected for use. Upon withdrawal, the collar was noted to be fractured after removing from the guide catheter and that the wire poked out from the collar. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar and shaft separation which is indicative of torquing/twisting the device in one direction. Product analysis confirmed the reported fracture as there was partial collar and shaft separation consistent to damage that can occur during procedural use or post procedure. Photo analysis reviewed indicated a partial detachment of the collar and shaft which aligns with what was found in analysis.

Event description:
It was reported that the collar was fractured. The target lesion was located in the left anterior descending artery. A guidezilla ii guide extension catheter was selected for use. Upon withdrawal, the collar was noted to be fractured after removing from the guide catheter and that the wire poked out from the collar. The procedure was completed with another of same device. No patient complications were reported.